Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook (pch) instrument to perform failure analysis. The instrument was analyzed and found to have a broken monopolar yaw pulley at the posts. Broken piece(s) are not missing as a result of breakage. The components surrounding the break did not exhibit damage that would have contributed to the broken yaw pulley.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a yellow plastic piece broke off of a permanent cautery hook (pch) instrument into 2 pieces. The fragments were retrieved from patient and placed in peel pouch to be sent together with the instrument. The procedure was completed robotically.